Manufacturer narrative:
This report is submitted on october 25, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient is a non-user of the device. Subsequently, the patient was placed under sedation on (B)(6) 2017 to undergo testing of the device. The implanted device remains and the patient will continue to be clinically monitored by their healthcare provider.